Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the button error alarm due to a blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and a button error alarm. Blood glucose level at the time of the incident was 135 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.